Manufacturer narrative:
Manufacturer's investigation conclusions: thrombus was confirmed through the evaluation of heartmate ii lvas. The pump was returned assembled with the driveline (dl) cut 2.5¿ from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft bend relief, outflow graft, and outflow graft bend relief collar were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of the device, a small, pink, ring-like deposition was found surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor (figures 2 & 3). These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while the device was supporting the patient. Additionally, a soft, tissue-like deposition was found situated adjacent to the outlet bearing ball. This thrombus was occluding less than 10% of the blood flow path and lacked laminated layering, suggesting that it did not initially develop in the outlet stator; however, its specific origin could not be determined. The thrombus was not adhered to the blood-contacting surfaces and showed no evidence of denaturation, suggesting that it was not present in the pump for a prolonged period of time. Although a root cause for the development of these formations could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated ldh. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had been monitored for elevated lactate dehydrogenase (ldh) for previous weeks. On (B)(6) 2019 the patient had an elevated level of ldh with no other issues (plasma free hemoglobin was not elevated or slightly). IV heparin was started. An echocardiography ramp test showed unloading left ventricle (lv) with lv reduction and closed aortic valve, while the power reading was within normal values according to the cardiologist. An angio CT was also done and there were no reported audio or visual alarms. On (B)(6) 2019 a pump replacement was performed. The pump (B)(4) was explored sub-costal and under the xiphoid. A new hm2 pump was tunneled and prepped to be implant. Then the inflow cannula was clamped, the outflow graft was clamped, and the ¿old¿ pump ((B)(4)) was removed quickly. The ¿new¿ hm2 pump was attached to the inflow and outflow cannula, the clamps were removed and the pump started to run as expected. The replacement procedure went well. Pictures of the explanted pump appeared to show thrombus on the pump center. The pump will be returned for evaluation. There were no reported changes to patient condition, anticoagulation status, or pump parameters that may have contributed to the thrombus. No further information was provided.